Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 04 2007. Evaluation summary: the pump was found to not turn off during product evaluation due to a depleted battery alarm. The batteries were one discharge below alarm threshold. The batteries were replaced due to potential damage. This issue is currently being investigated under CAPA. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facility representative reported an infusion pump that would not turn off. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.